Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available additional information provided: they've used pds in intradermal layers. Pds is for fascia. So I think they've expected it to absorb a lot quicker than it should in the correct layer it should be used in caught up with the reporting nurse - definitely a misunderstood case with lack of education. She did align and was aware but the vet insisted it was queried as what it should do I've emailed her the suture absorption poster and offered a lunch and learn for them hcp have agreed the wrong suture was used in the procedure. Hcp has since been educated by the sales rep and no further allegations. If further details are received at a later date a supplemental medwatch will be sent. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported an animal underwent an unknown procedure on and unknown date in 2026 and suture was used. Suture material used on a 11y old male neutered dog for a gastrotomy. 9 weeks post op intradermal sutures still not dissolved, removed knot and 2cm suture present. Additional information has been requested.